Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a ratcheting handle would not ratchet as expected during surgery. The procedure was completed using an alternative handle without reported patient impacts.

Manufacturer narrative:
Additional information: (ethnicity), (method, results, conclusions) - the returned device was evaluated. The ratcheting mechanism was found to not be functional. It is likely that improper drying of the ratchet resulted in rusting, which interferes with the ratcheting mechanism. The labeling lists the dry cycle time as 85 minutes. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a ratcheting handle would not ratchet as expected during surgery. The procedure was completed using an alternative handle without reported patient impacts.